Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The reported problem response buttons non-functional was confirmed. Upon investigation, the rear response button was not functional. The cause of the non-functional response buttons is the damaged cable. The root cause of the creased cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.